Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as: 2134265-2018-07019. It was reported the catheter was stuck on the wire and a loss of aspiration occurred. An angiojet® zelantedvt¿ and an amplatz super stiff guidewire were selected for a deep vein thrombosis procedure in the iliofemoral. During introduction, the catheter was getting stuck on the wire and was unable to advance properly. Aspiration was initiated; however it was noted that not much thrombus was coming out in the waste bag. No error message displayed. The procedure was completed with another zelante catheter and another wire. Stenting and ballooning were performed. There were no patient complications and the patient's status is fine.